Event description:
The patient reported they were going from like 11mg/day down to 5mg/day so the patient gets fills monthly now and was getting filled every 2 weeks. Per the patient the healthcare provider didn¿t want to go up or down on it because the patient formed a granuloma near where the medicine was going in. The patient wasn¿t sure when the granuloma formed but they noticed it on an MRI and had been following it ever since. The course of action was to dilute the morphine and give it to the patient over a little more time versus a higher concentrate. Per the patient the concentrate was so high the patient only had to come for refills every 2 months or so. The patient stated it had been there probably about a year but didn¿t know how fast it formed and if it started when the patient live in CT or pa as the patient had moved about 4 years ago. The hcp increased the oral medications for the patient. The pump was used to deliver morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).